Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gonadal vein using ruby coils and a px slim delivery microcatheter (px slim). During the procedure, the physician successfully implanted nine ruby coils into the target location. After advancing the next ruby coil into the target location, the physician made an attempt to detach the ruby coil manually without success. The physician then attempted to re-position the coil and, while inserting the last loop of the ruby coil, the physician noticed under fluoroscopy that the ruby coil had unintentionally detached inside the vessel. Therefore, the ruby coil was removed using a snare device. The procedure was successfully completed at this point and no additional coils were required.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up MFR report: 1. Section d. Box 4. Unique identifier. 2. Section h. Box 6. Device code 1.